Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the right cylinder connecting tube was broken. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified cylinder fluid leak and pump activation issues could affect the functionality of the device resulting in the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, the pump was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There was a hole on the surface of pump kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery; however, no leaks were found. The pump (krt) was also fatigued and worn down to the filament. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the proximal cylinder bodies. Cylinder 1 has a leak in the kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery. Cylinder 2 has a leak and broken fabric threads at the fabric threads bonding joint that was the result of fatigue. Both cylinders were not pressure test due to the leaks that were identified. Product analysis was unable to confirm the reported allegation related to a hole/perforation in the cylinder connecting tube; however, product analysis concluded that the identified cylinder fluid leak could affect the functionality of device as the reported mechanical issue. Product analysis confirmed cylinder malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the failure with the identified cylinder fluid leak and pump activation issues.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to the right cylinder connecting tube was broken. Following the surgery, the patient was stable, improved and the event resolved.